Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported in (B)(6) 2014 that a seroma appeared around the patient¿s pump. The issue was thought to have started about one month after implant ((B)(6) 2014). The seroma had been aspirated about 2 times within about one month or so. The seroma returned and was about the size of the pump and was right over the pump. It was later determined that the ¿seri¿ was due to the proximal catheter segment disconnecting form the distal segment. The connection was replaced on (B)(6) 2014 (catheter was also trimmed) and the patient was doing well. The pump was used to deliver dilaudid. It was unclear if the collect was replaced or reused from the existing catheter. It was first reported that the connection/pin was replaced. However, contradicting information stated that the pin used was from the existing catheter. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.